Manufacturer narrative:
Result of investigation: exact issue is unclear and customer didn't provide any further details. As key information, including log files and serial number, as well as the device itself, cannot be provided by the user to support our investigation efforts at this time, the root cause as well as the exact circumstances of the event have not yet been established. Exact issue of this failure is not determinable.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator shutdown during patient use. It was also reported that there were no electrical outlets or power issues that attributed to the reported event. At this time, there is no information regarding patient harm associated with the reported event.